Event description:
Bur was cut in half on the top and top coating was ripped off, rep and staff believe the physician hit the retractor, dr says he did not. This was the 2nd or 3rd bur used in the case. There were no delays or injuries.